Event description:
The device involved in the MDR report was explanted and returned because the battery voltage was too low considering the device age and operation since implantation; in addition, the charge times were not stable.